Event description:
It was reported that there was a problem with coupling. The manufacturer¿s representative (rep) had the recharger on the patient¿s device and was getting no coupling bars. It was noted he was seeing the normal charging screen, just no coupling bars. It was reported the patient requested the device be implanted a little deeper than normal, the rep. Did not know how deep. The antenna locator was performed with a range of 24-28. The recharger belt was used and there were still no coupling bars. The rep. Was able to communicate with the clinician programmer and the patient programmer. The rep. Could feel the top of the implantable neurostimulator (ins) but the device felt slanted inward towards the bottom. It was noted the rep. Was in the operating room and the physician did place the ins in the proper direction. Additional information received that the patient had the device revised on (B)(6) 2014. It was implanted too deep so the battery could not be read out. The patient was doing great.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).